Event description:
It was reported that the outer cannula and the inner wire of the rotating part of the dekompressor broke near the handpiece. This occurred at the end of the procedure. There were no adverse consequences and no delay in surgery reported.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. A follow up report will be made if the product is returned, and if the investigation requires.